Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0011956740); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0011939303); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve acute post operative blood loss with anemia occurred. Baseline hemoglobin measured 12.2 grams per deciliter (g/dl). As reported, an estimated blood loss intra-procedure of 30 cc. Following the procedure the hemoglobin dropped to 10.4 g/dl. No treatment provided. The day following the valve implant procedure acute post-operative hypotension developed after a beta block, calcium channel blocker, and a skeletal muscle relaxant were administered. The blood pressure measured 71/52 millimeters of mercury (mm hg), 65/36 mmhg, and 82/53mmhg. The blood pressure improved after laying flat and the start of ¿aggressive¿ intravenous fluids for hydration. As reported, the blood pressure was likely secondary to hemodynamic shifts after the transcatheter valve implant with a high-mid cavity left ventricular outflow tract (lvot) gradient and suicide left ventricle. An elevated lvot measured 108 mmhg. As reported, a hyperdynamic left ventricle post-operative led to transient lvot obstruction. No paravalvular leak was observed. Acute encephalopathy developed secondary to the hypotension. Blood pressure medications were held and the patient was placed on an alpha-adrenergic agonists medication three times daily. Additionally, a moderate, localized pericardial effusion was also identified posterior adjacent to the left ventricle. As reported, there was no evidence of tamponade, no hemodynamic compromise and no treatment reported. Two days following the valve implant a limited echocardiogram measured an lvot of 45mmhg with no hemodynamic compromise. The moderate pericardial effusion was unchanged, also without hemodynamic compromise. Four days following the valve implant the blood pressures reported a systolic range of 100-110 and a diastolic range in the 60s mmhg. One beta blocker and alpha-adrenergic agonists were continued. The calcium channel blocker and another beta block were discontinued. The nadir hemoglobin measured 8.3 g/dl. At discharge, 4 days post-operative, the hemoglobin measure 8.6 g/dl. As reported, the blood loss was from the arterial access but also dilutional from the IV fluids. No treatment provided for the anemia and blood loss. The hypotension and elevated lvot had prolonged hospitalization. The effusion and lvot gradient were to be monitored with the 30-day echocardiogram. Per the physician, the events were possibly related to the procedure and valve. No additional adverse patient effects were reported.

Event description:
Additional information was received that indicated that the pericardial effusion was present prior to the transcatheter aortic valve replacement (tavr). Electrocardiogram (ECG) performed following the implant of the valve, showed clinically significant right bundle branch block (rbbb). No treatment was provided for the rbbb. Approximately one month later, rbbb was still present on ECG and the lvot was noted to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Imaging review: three limited transthoracic echo (tte) images provided for review. Sub-optimal image quality was noted. The valve implant appeared at good depth. No paravalvular leak (pvl) was seen. Mean aortic valve (av) gradient of 7 millimeters of mercury (mmhg) and peak av velocity of 1.8 meters per second (m/s) were observed. Small to moderate pericardial effusion was noted. Contrast tte showed a left ventricular cavity obliteration. Ejection fraction was approximately 80%. Mild mitral regurgitation (mr) was seen on color doppler. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve acute post operative blood loss with anemia occurred. Baseline hemoglobin measured 12.2 grams per deciliter (g/dl). As reported, an estimated blood loss intra-procedure of 30 cc. Following the procedure the hemoglobin dropped to 10.4 g/dl. No treatment provided. The day following the valve implant procedure acute post-operative hypotension developed after a beta block, calcium channel blocker, and a skeletal muscle relaxant were administered. The blood pressure measured 71/52 millimeters of mercury (mm hg), 65/36 mmhg, and 82/53mmhg. The blood pressure improved after laying flat and the start of ¿aggressive¿ intravenous fluids for hydration. As reported, the blood pressure was likely secondary to hemodynamic shifts after the transcatheter valve implant with a high-mid cavity left ventricular outflow tract (lvot) gradient and suicide left ventricle. An elevated lvot measured 108 mmhg. As reported, a hyperdynamic left ventricle post-operative led to transient lvot obstruction. No paravalvular leak was observed. Acute encephalopathy developed secondary to the hypotension. Blood pressure medications were held and the patient was placed on an alpha-adrenergic agonists medication three times daily. Additionally, a moderate, localized pericardial effusion was also identified posterior adjacent to the left ventricle. As reported, there was no evidence of tamponade, no hemodynamic compromise and no treatment reported. Two days following the valve implant a limited echocardiogram measured an lvot of 45mmhg with no hemodynamic compromise. The moderate pericardial effusion was unchanged, also without hemodynamic compromise. Four days following the valve implant the blood pressures reported a systolic range of 100-110 and a diastolic range in the 60s mmhg. One beta blocker and alpha-adrenergic agonists were continued. The calcium channel blocker and another beta block were discontinued. The nadir hemoglobin measured 8.3 g/dl. At discharge, 4 days post-operative, the hemoglobin measure 8.6 g/dl. As reported, the blood loss was from the arterial access but also dilutional from the IV fluids. No treatment provided for the anemia and blood loss. The hypotension and elevated lvot had prolonged hospitalization. The effusion and lvot gradient were to be monitored with the 30-day echocardiogram. Per the physician, the events were possibly related to the procedure and valve. No additional adverse patient effects were reported. Additional information was received that indicated that the pericardial effusion was present prior to the transcatheter aortic valve replacement (tavr). Electrocardiogram (ECG) performed following the implant of the valve, showed clinically significant right bundle branch block (rbbb). No treatment was provided for the rbbb. Approximately one month later, rbbb was still present on ECG and the lvot was noted to be resolved. Additional information was received at the thirty-day post-operative follow-up appointment an ECG was performed and showed left axis bifascicular block which was not present at pre-operative screening. No treatment was performed.

Event description:
Approximately 1 year and 6 months following the valve implant procedure septal asymmetric hypertrophy with left ventricular outflow tract (lvot) obstruction was identified. The aortic gradient measured 74 millimeters of mercury (mm hg). Six months later on the 2-year echocardiogram, improvement was noted with a gradient of 59.29 mmhg. Unspecified new york heart association (nyha) functional class I with no symptoms reported. Lvot event was reported as causal to the transcatheter valve.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - added fifth paragraph h6 - annex e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve acute post-operative blood loss with anemia occurred. Baseline hemoglobin measured 12.2 grams per deciliter (g/dl). As reported, an estimated blood loss intra-procedure of 30 cc. Following the procedure the hemoglobin dropped to 10.4 g/dl. No treatment provided. The day following the valve implant procedure, acute post-operative hypotension developed after a beta block, calcium channel blocker, and a skeletal muscle relaxant were administered. The blood pressure measured 71/52 millimeters of mercury (mm hg), 65/36 mmhg, and 82/53mmhg. The blood pressure improved after laying flat and the start of ¿aggressive¿ intravenous fluids for hydration. As reported, the blood pressure was likely secondary to hemodynamic shifts after the transcatheter valve implant with a high-mid cavity left ventricular outflow tract (lvot) gradient and suicide left ventricle. An elevated lvot measured 108 mmhg. As reported, a hyperdynamic left ventricle post-operative led to transient lvot obstruction. No paravalvular leak was observed. Acute encephalopathy developed secondary to hypotension. Blood pressure medications were held, and the patient was placed on an alpha-adrenergic agonists medication three times daily. Additionally, a moderate, localized pericardial effusion was also identified posterior adjacent to the left ventricle. As reported, there was no evidence of tamponade, no hemodynamic compromise and no treatment reported. Two days following the valve implant a limited echocardiogram measured an lvot of 45mmhg with no hemodynamic compromise. The moderate pericardial effusion was unchanged, also without hemodynamic compromise. Four days following the valve implant the blood pressures reported a systolic range of 100-110 and a diastolic range in the 60s mmhg. One beta blocker and alpha-adrenergic agonists were continued. The calcium channel blocker and another beta block were discontinued. The nadir hemoglobin measured 8.3 g/dl. At discharge, 4 days post-operative, the hemoglobin measure 8.6 g/dl. As reported, the blood loss was from arterial access but also dilutional from the IV fluids. No treatment was provided for the anemia and blood loss. The hypotension and elevated lvot had prolonged hospitalization. The effusion and lvot gradient were to be monitored with the 30-day echocardiogram. Per the physician, the events were possibly related to the procedure and valve. No additional adverse patient effects were reported. Additional information was received that indicated that the pericardial effusion was present prior to the transcatheter aortic valve replacement (tavr). Electrocardiogram (ECG) performed following the implant of the valve, showed clinically significant right bundle branch block (rbbb). No treatment was provided for the rbbb. Approximately one month later, rbbb was still present on ECG and the lvot was noted to be resolved. Additional information was received at the thirty-day post-operative follow-up appointment an ECG was performed and showed left axis bifascicular block which was not present at pre-operative screening. No treatment was performed. Approximately 1 year and 6 months following the valve implant procedure septal asymmetric hypertrophy with left ventricular outflow tract (lvot) obstruction was identified. The aortic gradient measured 74 millimeters of mercury (mm hg). Six months later on the 2-year echocardiogram, improvement was noted with a gradient of 59.29 mmhg. Unspecified new york heart association (nyha) functional class I with no symptoms reported. Lvot event was reported as causal to the transcatheter valve. Additional information was received that per the physician; the basal septal hypertrophy created the dynamic lvot obstruction. The lvot obstruction was not a valve related phenomenon. The resulting lvot gradients result in systolic anterior motion of the mitral valve.